Manufacturer narrative:
Further review of the event found that the involved product is not sold within the united states. No further reports will be sent for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's heart rate and blood oxygen decreased, and immediately followed the doctor's instructions for endotracheal intubation to assist ventilation. When checked the endotracheal intubation before use, cuff leak was found, it was replaced.